Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and the super arrow-flex (saf) sheath was inserted into the pt's femoral artery. The md could not advance the iab totally through the saf sheath. The md removed the iab from the sheath and inserted another iab without difficulty. There were no reported pt complications.